Manufacturer narrative:
(B)(4). Batch #: u5d35z. (B)(4). Investigation summary: the analysis results found that one plee45a device was returned with the anvil knife slot damaged, and with a gst45w reload loaded on the device. The reload was received partially fired 1/2 with the reload deck damaged. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. No functional test was performed due the condition. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. Please reference the instruction for use for more information. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.

Event description:
It was reported that during a robot assisted prostatectomy procedure that from the ancillary port on the first attempt to fire with a white reload the device made a ¿weird¿ sound and inched forward but stopped. Reverse was attempted but manual override was used to remove the device from the patient. Unknown if the device deployed any staples or cut tissue. Another like device was used to complete the procedure. There were no adverse consequences for the patient.